Event description:
It was reported that the patient was asymptomatic. It was noted that noise resulting in oversensing was observed on the right ventricular (rv) lead via remote monitoring. Programming changes were made during a routine generator change. The rv lead remained in use. The patient was stable.